Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml lioresal baclofen at a dose of 399 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that an alarm was heard on (B)(6) 2017 / confirmed by telemetry. A critical alarm occurred, safe state occurred. The rep stated that the patient had been hearing the audible pump alarm on a constant basis since last night. The elective replacement indicator (eri) was 1 month. Per the event logs there had been ongoing low battery, reset and safe state all dated (B)(6) 2017. The patient had no symptoms at this time. The rep and the hcp would continue to confer together about this issue and pump replacement. The pump logs were checked, checked programming for accuracy. No further complications were expected or anticipated.